Manufacturer narrative:
Supplemental submitted as the investigation concluded that this event was previously reported under medwatch 0001831750-2013-06987.

Event description:
It was reported that the power cord was damaged with exposed electrical wires. It was also reported that a nurse was allegedly shocked by the power cord.

Event description:
It was reported that the power cord was damaged with exposed electrical wires. It was also reported that a nurse was allegedly shocked by the power cord.

Manufacturer narrative:
Conclusion: manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.